Event description:
It was reported that the pt underwent surgery to remove a component of the construct that had migrated. The surgery was reported to have been completed successfully.

Manufacturer narrative:
Add'l info: the explanted component was returned for eval. Visual examination was performed. Results of the eval determined that the component appeared not to have been fully inserted. No conclusion can be drawn from the results of the eval.